Event description:
The customer reported that following a radiology/stent procedure in 2001, a vasoseal vhd kit size 2 was deployed. Three days later the pt was admitted to the hospital with pain in the left groin. A pseudoaneurysm was diagnosed which was treated with an injection of thrombin. No further complications were reported.